Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that she was experiencing a horrible rash at the sensor insertion site. Patient believed, the rash was a reaction to the adhesive patch. In a follow-up call made by dexcom technical support on (B)(6) 2011, patient reported that she continued to experience skin irritation (redness and weeping at insertion site). Patient consulted both her dermatologist and her endocrinologist. Her dermatologist prescribed hydrocortisone cream, which patient uses when placing her sensors. Patient reported that she had also been using an over-the-counter kroger product that, according to a local grocery store, may have been contaminated with bacteria. During another follow-up call made by dexcom technical support on (B)(6) 2011, patient reported that she now uses skin barriers and wipes (IV 3000, all care barrier wipes, and skin tac), which all seem to help. Patient also reported that she has sensitive skin and seems to have allergic reactions to all adhesives and surgical tapes containing acrylate.